Manufacturer narrative:
Date rec'd by MFR: 18jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer check the clamps and boots from the gas out let port to blower to flow assembly. The customer was also provided with part information for the boot kit. The customer reported replacing the boot kit and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit failed system leak testing and would not build any pressure. There was no patient involvement.